Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.9 cm abdominal aortic aneurysm. It was noted that there was tortuous iliac arteries and mild calcification in the proximal neck. There was also mild to moderate thrombus in the proximal neck. It was reported that, during the index procedure, the final angiogram showed what appeared to be a type iii fabric endoleak from the right limb. A 16x16x82 extension was placed to cover the area and the event resolved. The physician stated that they thought it was a hole or tear in the fabric but there was no obvious explanation as to why it occurred. No additional clinical sequelae were reported and the patient is fine.